Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009- patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿the hernia sac was identified in the supraumbilical region and was dissected. A composix kugel mesh (device 1) was placed and sutured¿. (B)(6) 2017- patient was diagnosed with recurrent epigastric umbilical incisional hernia, thereby underwent laparoscopic repair converted to open repair with explant of composix kugel mesh (device 1), implant of ventralex st mesh (device 2). Per op notes, ¿adhesions of the omentum with the mesh was lysed and the mesh was excised. The hernia defect was identified superiorly. A ventralex st mesh (device 2) was placed and sutured¿. (B)(6) 2019- patient was diagnosed with incarcerated incisional hernia, pain, thereby underwent robotic assisted laparoscopic repair with implant of ventralight st mesh (device 3). Per op notes, ¿adhesions of the omentum to the old mesh was identified and the adhesions were lysed. The omentum tethered to the hernia located below the previously placed mesh (device 2). The omentum was reduced. The hernia defect was dissected and a ventralight st mesh (device 3) was placed in the abdominal region and sutured.¿